Event description:
Patient was using a hrci 1770 large volume nebulizer attached to a air compressor. It was reported that the patient called 911 due to a mucous plug to tratch, paramedics arrived and informed patient the nebulizer was not misting. No patient injury or long term adverse to the patient.